Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy procedure. One week after surgery, a wound infection was reported, which was treated with cefuroxime 500 mg. The event was considered resolved nine days later. The index procedure was completed without intraoperative complications; no malfunctions of the da vinci system, instruments, or accessories were reported. Discharge occurred five days after surgery. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the da vinci investigational device and not related to a third-party device. The patient's prior health condition (seroma) may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 163cm., body mass index (bmi) 35.8 kg/m2.